Manufacturer narrative:
The customer¿s experience of failing to alarm when infusion completed was confirmed. The pcu event log shows the user programmed a delayed start with no callback. The pcu event log shows the user restored the previous infusion of heparin 25000unit/500ml (drugid 108) running at 2.7ml/hr on pump module s/n (B)(4). The user selected yes to the guardrails warning ¿dose exceeds guardrails limit of 25unit/kg/hr. Proceed?¿ the user then programs a delay for 15 minutes. The default callback was set to none. The device is now in standby. At 7:20 am, the delay completes and the infusion is started. At 7:23 am, the device alarms for patient side occlusion and the user restarts tat 7:25 am. At 2:09 pm, the primary infusion completes and the infusion is stopped. The volume recorded as being infused during this period was 18.125ml. A delayed start infusion assumes that there are other infusions running to keep the vein open (kvo) and therefore kvo is not needed. Device history review: device history record for pump module s/n (B)(4) shows this device was manufactured on 11 june 2014. A review of the device history record from the date of manufacture to present indicates that the device has no records of prior service history and there were no qn¿s found associated to this device. Additional comments: n/a additional comments 2: failure mode updated per (B)(4). A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn 14618919 for the same or related failure mode. CAPA reference:(B)(4).

Event description:
The customer reported when the infusion completed there was no end of infusion alarms noted and believes that the delay feature was used. . There was no report of patient harm. The biomed stated the data set was recently updated to include a call back and believe the situation has been corrected.